Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third firing in stomach resection during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but the staple did not fire. Another reload was used and the procedure continued without further incident. All other devices fired with no issue on the same instrument. There was no patient injury.